Event description:
The customer reported two teeth loss on the lower left side and a tooth infection on #30 while wearing the aligners; the customer was not able to provide the impacted teeth number (teeth loss). Medical intervention was required and extractions were performed. Aligner treatment was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).

Manufacturer narrative:
Based on information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to loss of a tooth and an infection that resulted in extraction of a tooth.